Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (type, lot number, concentration, and dose unknown) via an implanted pump. Indications for use (IFU) was listed as intractable spasticity. In (B)(6) 2015, the patient was feeling a shocking, warming sensation over the pump. The sensation started after the last refill. It was noted the pump was shocking the patient. The patient had no fever, falls, or traumas. The patient had no new exposure to magnets or electronics. Drug information (lot number, type, concentration, dose), other medications the patient was taking at the time of the event, relevant medical history, the cause of the event, diagnostics with results, actions/interventions taken to resolve the event, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.